Event description:
While attempting to deliver a 3.0 x 23mm cypher to an in-stent restenosis of a bare metal stent (non-cordis), there was friction with a non-cordis guidewire. The vessel was calcified and moderately tortuous with 80% stenosis. The physician tried to remove the cypher, but it became "stuck" with the guidewire. The cypher and the guidewire were retrieved from the pt as a single unit. Since the guidewire could be pulled out of the cypher without friction outside of the pt, the cypher was flushed with saline, redelivered, and implanted at the target lesion without issues or friction with the guidewire. When post-dilation was conducted with the stent delivery system of the cypher, it was confirmed that the balloon was "misaligned a little to the proximal side (approximately 2-3 mm from the proximal marker band)". The balloon "misalignment" was also confirmed outside the pt. The length between the proximal and the distal marker bands was normal. The procedure was completed successfully with no reported pt injury. The device had appeared normal prior to use. The physician felt that the cypher might not have been flushed sufficiently during preparation.

Manufacturer narrative:
(B)(4) cypher product (B)(4) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). Additional info will be submitted within 30 days of receipt.